Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since having an unrelated surgery, they've had pain originating from their implant site, all the way on their whole left side, even into their arm. The patient stated since their surgery they couldn't lay on their left side unless they took enough pain medications and muscle relaxers to do so and noted they didn't want to be taking all of that medication. The patient stated they looked up the side effects from their surgery and that the type of pain they were experiencing was not one of the side effects. The patient stated they were almost out of leave time from their job and the pain wasn't going away. The patient had initially called to ask about the name and contact information of the manufacturer representative (rep) who had been at their implant procedure. The patient stated the rep had told them to call them if the patient had any questions however the patient could not recall the rep's name or number. Patient services reviewed the role of a rep with the patient and r edirected the patient to follow up with their managing health care provider (hcp) about their symptoms. Patient services reviewed the hcp could page a rep to be at the patient's appointment if needed and in the meantime, the patient could turn their implanted system off to see if that helped resolve the pain. The patient stated they knew how to adjust their settings so they would turn the therapy off to see if that helped their pain and that they would call their hcp office to make an appointment to have the implanted system checked. Additional information was received from the patient (pt). They reported that their ins was replaced because they had pain. (Understood pt meant ins site pain) pt said they had a surgery in may and they noticed the pain started in maybe june or july. Pt said they lost weight and they were told: it should have been "down an inch but it was only down a half inch". (Understood pt meant the ins site depth under the skin). And then, after they lost weight it was "only down an eighth of an inch down on their skin it was hurting they had a pain deal going there too". (Understood pt meant after pt had a surgery, the ins was closer to their outside surface of their skin than they had been expecting and they had ins site pain).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.